Event description:
It was reported the procedure was being performed on a female pt in the interventional radiology department. The pt had a stenosed venous anastomoses with a large clot in the graft and in the native vessel in the left forearm. The physician attempted to angioplasty the stenosis and then pushed the trerotola through the stenosis with the basket deployed and the tip became caught subintimal in the native vessel because of the added pressure to the tip while spinning. This caused the tip to separate. As a result, the rubber tip was left in the pt and the pt lost her access. A tunneled catheter was then placed. There was a delay in treatment with no pt harm and no pt death was reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.